Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device and receiver that occurred on (B)(6) 2016. Advised patient to verify that the transmitter ID was entered correctly into the receiver. Advised patient's mother to perform a paper clip reset on the receiver and stop the sensor session. Advised patient's mother to remove the dexcom application from the bluetooth, disable and then re-enable bluetooth. Patient's mother was advised to close our all background applications and remove and re-install the g5 application and manually re-enter the transmitter ID. The reported issue was resolved as pairing was complete on both the receiver and the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/15/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.